Event description:
It was reported that the patient presented in the emergency department experiencing multiple shocks by the implantable cardioverter defibrillator. Upon review, implantable cardioverter defibrillator exhibited inappropriate interpretation of signal and inappropriate therapies. Programming changes were made on the device. Patient was stable.